Manufacturer narrative:
(B)(4). Date of initial report: 12/14/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that shortly after starting the procedure, the physician felt something different with the insulated part of the electrode. The electrode tip was touched and a piece fell off. There was harm to the patient.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of follow-up report: 01/30/2016. The incident (B)(4) electrode was not returned. One clear insulator from the electrode was received for evaluation. Visual inspection of the clear insulator found it was torn and scratched along the length of the insulation. The damage on the insulator indicates the user cleaned the electrode with an abrasive material. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded.